Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported damage. The root cause of the event is side leveraging during attempts to remove the stem device during extraction. A search of the complaint database did not identify any trend of device failures. Based on the root cause determination of user error/technique, no corrective action is being taken at this time. Monitor complaints through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem was stuck during extraction; handle bent trying to extract it and the threads on the adapter bolt were stripped.